Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump stopped working for the customer and they were in the emergency room. He was released last night. Since last night his lowest blood glucose may been 438 mg/dl. He changed out his site 4 times, opened up new boxes of reservoirs, and infusion sets. The call was dropped. No troubleshooting was performed because the call dropped. Nothing will be replaced or returned.